Manufacturer narrative:
Thirteen sealed dp8730 snap-packs of needles from lot 11174484 were returned. One phaco needle tip with blue/teal colored threads was returned in a glass jar. The original packaging for this needle was not returned. The part number and the lot number for the needle returned without the original packaging cannot be verified or determined. Visual inspection found the needle dirty with particulates and dried solutions visible all over. The needle is in two pieces. The shaft of the needle broke off near the hub. The needle looks well used. There is marring, gouges, scratches and material missing on the hub and the flats. Microscopic examination was performed and found one side of the broken area has a bent appearance and the i.d. Of the cannula shape is more oval but should be round. Additionally, the broken area of the cannula has jagged edges. Based on the microscopic examination, the cannula has uneven wall thickness, one side is thinner. The tip of the cannula also has dings, and dents, and scratches on the edges. Eight of the samples that were returned sealed, were opened for inspection. Each snap-pack contains six needles. None of the needles were broken. These forty-eight needles meet current specifications. The broken needle was sent to the vendor for investigation. The vendor investigation results show the specimen did not present any indication of manufacturing defect. However, as noted above, the specimen presented a low cycle, cyclic bending fatigue overload fracture 1.25 to 1.29cm from the distal tip. The specimen also presented tool marks on the wrench flats and on the fluted shaft, and witness impressions at the distal tip. The distribution of the damage appears consistent with multiple uses of the specimen device. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested and was determined to be acceptable. Based on the physical condition of the clinically-used needle, the observable damage is consistent with multiple uses. It is not not possible to assign a definitive root cause. It appears that handling factors contributed to the event. Therefore, the root cause is unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The device return has been requested. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the phaco needle broke during procedure. No patient impact was reported.

Manufacturer narrative:
Correction: section h5: labeled for single use? No. Section h8: usage of device: deselected (the number of uses were not reported).